Manufacturer narrative:
Initial and final MDR 1904736 - MDR 3003442380-2024-12215 - device 1 of 3

Event description:
Unomedical reference number (B)(4) event occurred in the united states on (B)(6)2024, it was reported that three infusion set was leaking at site. No further information available.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The complaint (B)(4) has been evaluated. The batch 6004232 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction guidelines for test of ref. Samples buid-umd version 11 for the code idd-pmc02.01 leakage from infusion site (specific cause not identified). Complaint investigations: photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with work instruction version 41 test on reference samples, 10 out of 10 samples passed the visual inspection. Functional test according to with work instruction version 10 test on reference samples, 10 out of 10 samples passed the flow test. Functional test according to with work instruction version 44 test on reference samples, 10 out of 10 samples passed the leak test. A batch record review was conducted resulting in the following: the lot 6004232 was manufactured according to the document version 108 on in the line l158 on 13/nov/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. A query was run in tw against malfunction code idd-pmc02.01 leakage from infusion site (specific cause not identified) and lot 6004232, no other complaint has been registered in the last 12 months. Conclusion summary of the related event, no defect on reference samples, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.